Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charge-coupled device (ccd) unit, foggy image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the subject device exhibited a foggy image due to damage to the charge-coupled device (ccd) unit. There were no reports of patient involvement.